Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced persistent high glucose after a larger-than-usual meal while using the ilet pump, noted significant insulin resistance versus prior mdi dosing, and received repeated pump alerts; the user performed a site and cannula check, completed a supply change, uses an inset infusion set, and then changed the site again. Symptoms included hyperglycemia. Outcomes included no reported health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a specific device problem or component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.